Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #3). Additional emdrs were submitted previously for bard/davol ventralex (device #1; MDR number - 1213643-2018-00990 on 10-apr-2018) and for bard/davol ventrio (device #2; MDR number - 1213643-2018-00991 on 10-apr-2018). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex, ventralight st and ventrio on (B)(6) 2012 and/or (B)(6) 2013 and/or (B)(6)2014. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2013. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.